Manufacturer narrative:
Device received motor error alarm during rewind and displacement test due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motion sensor test failure alarm due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 448 mg/dl. Customer stated that they received the motor error. Customer was able to clear the alarm and successfully rewind the insulin pump. Customer was assisted with troubleshooting. The product will be returned for analysis.